Event description:
Baxter japan reports a "tube crack at the edge of the pt connector" of the transfer set. This is noted during use with no pt injury or medical intervention reported by the complaint coordinator.